Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image due to deterioration of charged coupled device unit and connecting tube had coating peeled. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, there was no image due to a conduction failure caused by water invasion of the device. This water invasion led to the breakage of the circuit board and image sensor unit, and due to a pinhole on the bending section cover, water tightness was lost. Additionally, the peeling of the coating on the insertion section may have occurred due to physical stress, such as rubbing or hitting the insertion section, chemical stress from performing reprocessing not recommended in the IFU (reprocessing manual), or stress from an inferior storage environment, such as direct sunlight, high temperatures, high humidity, and exposure to x-rays or ultraviolet rays. However, the device did not meet the specifications, thereby confirming the occurrence of the event. Hence, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use: warnings and cautions: caution: do not touch the electrical contacts inside the electrical connector. Ccd damage may result. Turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog, or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58. 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.